Manufacturer narrative:
Patient information: no specific patient information was available. The field service representative (fsr) inspected the analyzer and found salt build up on the r1 probe and observed improper water dispense from cuvette wash nozzle #4. The fsr cleaned the r1 probe, cleaned the cuvette wash nozzle #4, and successfully completed a creatinine and urea precision study. No additional discrepant result issues have been reported since the service activity was completed. The reagent probe and nozzles were determined to be the likely cause of the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and were within acceptable limits with no trends identified. A review of trending data and manufacturing documentation for the reagent probe and nozzles identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Event description:
The customer reported falsely elevated architect creatinine result while using the architect c8000 analyzer. The sample generated 4.1 mg/dl and when ran on a second analyzer generated 0.7 mg/dl. No impact to patient management was reported.